Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Once the new battery was installed and a manual self test run the AED function as designed and could stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.